Manufacturer narrative:
This follow-up report is being submitted to relay additional information related to final investigation results. The following sections were updated: b4 b5 d4 g3 g6 h2 h3 h4 h6 h11. Complaint can be confirmed through the returned product analysis. Review of the most recent repair record determined the technician tested the device and confirmed that the device would not power on; the power inlet module was sparking/shorting out when it is turned on. The power inlet module was replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. Root cause has been identified as component failure. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available.

Manufacturer narrative:
This incident is being recorded under (B)(4). Once investigation is complete a supplemental/final report will be submitted.

Event description:
It was reported that outside of surgery the unit is sparking/shorting out when turned on. No harm or surgical delay occurred as there was no patient involvement. Diligence is complete.